Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that delta p reading were extremely high and also there was an issues with initializing a venous probe. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge service technician (fst) was sent for investigation and repair on 2022-08-16. The faulty venous probe cable was replaced. The pressure failure could not be replicated. However as a preventive action the connection cable for internal sensors was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2022-09-12 for the period of 2017-08-01 to 2022-08-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-01. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that delta pressure was extremely high and that the venous probe was not initializing. The failure occurred during treatment. The failure ¿venous probe was not initializing¿ is not reportable. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values. In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is explained that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. The failure ¿delta pressure was extremely high¿ is reportable as pressure values high/low/zero could lead to a pump stop, if the user sets the intervention. A getinge service technician (fst) was sent for investigation and repair on 2022-08-16. The faulty venous probe cable (old/short style) was replaced, since some small wear was visible around the connectors. The pressure failure could not be replicated. However, as a preventive action the connection cable for internal sensors was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file review does not show any error message indicating a malfunction of the cardiohelp, there was no pump stop due to elevated pressure values. The failure ¿venous probe was not initializing¿ was resolved by replacing the faulty venous probe cable (old/short style). The root causes for the reported failure were identified under a corrective action preventive action as the following: - the venous probe cable is too short; - the diameter of the cable is too high, which decreased the flexibility; - the coating contains polyvinylchloride, which gets brittle when additives like plasticizers and stabilizers are vaporized. Sunlight and aggressive cleaners increase the aging. It was further determined in a corrective action preventive action that the old, short venous probe cable version was affected. As a corrective action a new venous probe cable was implemented, which is longer and has a smaller diameter. The coating contains polyurethane, which is weatherproof in all climatic zones and the risk for being brittle is low. According to service bulletin issue 91 / 21-02-18, the old cable is no longer available. The failure "delta pressure was extremely high" could not be reproduced by the getinge service technician. Therefore, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - wrong pressure information caused by; - wrong plugged pressure sensor or disconnection (mix up); - response time is too long; - too high/low atmospheric pressure. The disposable (hls set) is not available for investigation. The review of the non-conformities has been performed on 2022-09-12 for the period of 2017-08-01 to 2022-08-18. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-01. Based on the results the reported failures "delta pressure was extremely high" could not be confirmed and the venous probe was not initializing" could be confirmed. In addition, in chapter 5.3 "connection the sensors" is explained how to ensure that the connected sensors are not defective and should not be use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. Additionally, the cardiohelp service manual enlists in chapter "1.11 maintenance overview" the demand for inspection tests, which has to be carried out every 12 months: 'visual inspection', 'electrical safety test', 'function test' and 'measured value and alarm monitoring'. The getinge service protocol contains the step: ¿venous probe visual test (holder, reference surface, probe, cable)¿. Any visual abnormality is inspected and must be confirmed if impeccable. Otherwise, a replacement must be initiated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issues, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.